Event description:
It was reported the pt experienced no stimulation sensation. The neurostimulator battery light was blinking. On / off options were reviewed until the stimulator can be checked. The pt was redirected to contact the hcp. Additional info has been requested from the hcp, but was not available as of the date of this report.